Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with following pre-op diagnoses: degenerative disk disease. Discogenic low- back pain. Herniated nucleus pulposus, l5-s1. Lumbar radiculopathy. For which, patient underwent following procedures: transforaminal lumbar fusion l5-s1 with infuse local and allograft bone. Posterior arthrodesis, l5-s1, with infuse local allograft bone and demineralized bone matrix. Instrumentation l4-s1 with dynesys dto system. Per op notes, at l4, local bone and allograft bone was packed into the anterior aspect of the disk space and infuse within the fusion cage itself. Surgeon placed bone graft at l5-s1 which consisted of rhbmp-2/acs local allograft bone and demineralized bone matrix. Patient tolerated the procedure well without any intraoperative complications.